Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ggt-2 on a cobas 6000 c (501) module. The initial result was 126 u/l. The repeat result was 43 u/l. No questionable results were reported outside of the laboratory. The ggt-2 reagent lot number and expiration date were not provided.

Manufacturer narrative:
The customer was not having issues with any other tests and they had no more discrepant results. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.